Event description:
It was reported that the device was resetting on its own. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent failure. Physio replaced the power pcb assembly and a performance inspection procedure was performed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use physio-control further evaluated the removed assembly. It was tested at high and low temperatures and no resets occurred. The root cause of the reported failure could not be determined.